Event description:
Customer reported that pump battery life was draining quickly, with battery dropping to 50% or less in 12 hours and occasionally shutting down due to rapid drain. Additionally, charging cord issue was noted as it does not stay connected, causing charging to stop if pump is moved. There was no reported impact to the customer¿s blood glucose level. The customer opted to document the issue for insurance purposes and declined troubleshooting.